Event description:
It was reported intermittent occlusion alarms occurred and have increased in frequency over the last few site changes. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.